Manufacturer narrative:
Concomitant medical products: fusion cytology brush (fs-cb-1.5-s) and fusion triple lumen sphincterotome (fs-25m-35). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The wire was visually examined and a bend was noted in the distal tip of the wire 4.5 cm section of the distal tip. The wire was measured and there was a break in the coating approximately 5.8 cm to 5.9 cm from the distal tip with core wire exposed. No other anomalies were detected with the wire guide. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use (IFU) instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The IFU instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), they physician used a cook acrobat® 2 calibrated tip wire guide. The customer has stated that the have had incident where a wire has shredded its own hydrophilic coating whilst inside a patient. Additional information received indicated the coating damage was at the patient end approximately. 20 cm from tip there was no reportable information at this time. The device was received for evaluation on 24 sep 2019 and it was determined that there was coating damage at the joint of the tip around 5.85 cm a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.